Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In additional to what's reported, the evaluation found the angle wires were stretched/deterioration/adhesive damage throughout, and lastly, the insertion tube was deteriorated due to the cleaning, disinfection and sterilization (cds) method. The root cause could not be determined, the investigation is pending, and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was poor air/water supply on the evis lusera colonovideoscope. Upon inspection and testing, the nozzle was found to be clogged with foreign matter. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b1/h10. Correction to b1: report type is product problem. Correction to h10: the customer's allegation was confirmed. Due to clogging of the nozzle, air/water supply volume does not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.